Manufacturer narrative:
The ge rep conducted an onsite investigation. The power control pcb and the surge suppressor board were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system would not boot up. No pt injury was reported.